Event description:
It was reported that the customer experienced a blood glucose (bg) level less than 40 mg/dl; cause was unknown. Customer required paramedic assistance consuming glucose tablets and checking vitals to address bg level. Recommendation was made to discuss diabetes management with a health care professional.